Event description:
It was reported that a metallic thread was discovered partly under plate when procedure was completed. Fragment was recovered. Patient outcome: no adverse effect reported as a result of this event.